Event description:
Related to MFR report: 2183959-2011-00072. On (B)(6) 2011, a pt had a penile implant removed due to infection; a reservoir was reimplanted at this time. During the procedure on (B)(6) 2011, the urethra was injured and repaired. On (B)(6) 2011, the pt returned for add'l surgery because the urethral injury was not healing. The pt presented on (B)(6) 2011 with urine draining from the scrotal incision and a low-grade fever. A urethral catheter was placed in the pt on (B)(6) 2011. On (B)(6) 2011, the doctor removed the reservoir which was implanted on (B)(6) 2011. The doctor stated that he irrigated the scrotal wound after debriding it and some of the antibiotic irrigation came out the urethra, indicating the urethral disruption was significant and would be difficult to heal. He again irrigated the scrotal wound with dilute betadine and a vancomycin/gentamicin solution. He also packed the wound with quarter-inch iodoform gauze. He then took a 16-french pure silicone catheter, inserted it through the urethra and inflated it to 5 cc; he doubled over the catheter and tied with 0 silk tie, so it would act as a stent over which the urethra might heal. The urethra healing would hopefully occur while the urine is diverted by the suprapubic catheter. It was stated that the pt tolerated the procedure well. The pt returned to the recovery room in stable condition following the procedure.